Event description:
Customer reported leaking at top of pumping segment below upper fitment. No pt harm reported. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The product has been requested to be returned for evaluation. It has not been received. A follow up will be submitted if further info is obtained.